Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a preventative maintenance, the unit failed an auto bipolar test. The lead did not shut off when it was disconnected from the lead, though the bipolar receptacle was replaced the issue remained the same. There was no patient involvement.